Manufacturer narrative:
The manufacturer previously reported an issue with the device's system board. The system board was returned to the quality assurance lab for further investigation. During the investigation, the root cause of the system board failure was found to be an internal fault of the u1 3.3 vdc buss which was shorted.

Event description:
The manufacturer received info alleging a ventilator was alarming during service at a third party service center. The device was not in pt use.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and a failure of the device to power on was observed. The device's system board was replaced to address the issue.